Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sharps container lid was missing. The following information was received by the initial reporter with the following verbatim: "I have 28 ¿ 1l sharps containers ( ref# 367216) that I¿m missing lids for. "

Manufacturer narrative:
Investigation summary: a sample was receieved and analyzed by our quality team. The base was not received with a lid and the complaint has been verified. The root cause cannot be determined but potential root causes have to do with mishandling/ repackaging by distributor. The supplier has been notified of this occurrence. Based on the information provided, the DHR review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months.

Event description:
Samples received.